Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via social media posts that approximately in (B)(6) 2019, the patient underwent 3-level cervical disc replacement surgery. Nine weeks post-op, the patient reported that her condition was great and that she had joined her job at 6-weeks after the surgery. Ten weeks post-op, the patient reported headaches and coming back of all problems. She also reported that her doctor was sending her for nerve block injection in her head. At eleven weeks post-op, the patient reported worsening conditions and alleged of experiencing more pain than before.